Event description:
Line leak resulting in chemo spill. Patient here for c6d15 of paclitaxel and carboplatin. Rn noticed liquid on floor, and line leaking paclitaxel. Infusion immediately stopped, and chemotherapy spill protocol initiated. Paclitaxel dose was double bagged and placed in spill kit waste bag. Proper garb was donned, and chemo spill kit wipes used to clean fluid. Peridox used to deactivate any trace chemotherapy in area. Spill kit materials disposed of properly. Tubing discarded according to our hospital's policy not to transport tubing with chemotherapy.